Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 3 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in clinic and for a controller software upgraded at 1300 hours. The system controller was replaced as a part of the upgrade process without issue. Per log file analysis be the manufacturer¿s technical services, at 22:10:07, the lvad system alarmed with a low battery advisory and at 22:10:32, a low battery hazard alarm. At 22:13:25, the driveline was disconnected and the lvad stopped. The patient then experienced cardiac arrest and was taken to the hospital and was resuscitated. The patient was sedated an intubated in the ICU and was recovering. The system controller backup battery had 16 months left until expiration. The lvad team reported that they are unsure of the actual events. Additional information was requested but has not been provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed the report of the left ventricular assist system (lvas) stoppage due to disconnection of the driveline, a direct correlation between the device and the events could not be conclusively established through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported as of (B)(6) 2018 patient is still in ICU on a ventilator and there hasn¿t been any further information provided at this time. It was also reported that the patient expired on (B)(6) 2018 and the left ventricular assist system (lvas) was not explanted.